Manufacturer narrative:
Internal reference number: (B)(4). Revoked asr exemption number e1997036 '"report late due to asr to individual reporting transition"'. ' (B)(4) is both the manufacturer and importer and no report from the importer to the manufacturer is needed.'

Event description:
Implant failed due to osseointegration problem.